Event description:
Patient's husband reported that the freedom pump is defective, and the patient needs a replacement. No details provided. No further information. Diagnosis for use: common variable immunodeficiency.